Manufacturer narrative:
Unit passed the self test and displacement test. No pump error 3 or pump error 54 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. The history/trace download confirmed pump error 54(line number 1421 file number 32122) alarms on (B)(6) 2024 17:10:03.000. In addition, history/trace download confirmed pump error 3(line number 2803 file number 2002) alarms on (B)(6) 2024 17:10:05.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and label damage. Pump error 3 alarms confirmed in the pump history files as a result of unexpected pump error 54 alarms. Pump error 54(line number 1421 file number 32122) alarms confirmed in the pump history/trace files due to a software anomaly esf#3010978. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 3, pump error 54 during the basal delivery. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and complete. Customer did not receive request to rewind pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.